Event description:
It was reported that the cuff pressure on the tracheostomy dropped to level of 10 cmh20. This issue occured during the initial use of the device. No patient injury or complications were reported in relation to this event.

Event description:
It was reported that the cuff pressure on the tracheostomy dropped to level of 10 cmh20. This issue occured during the initial use of the device. A trach change was performed as a result. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Correction: adverse event or product problem - report type - adverse event and product problec selected. Outcomes attributed to adverse event - required intervention to prevent permanent impairment/damage (devices) selected. Date of report - date of this report changed to 20-june-2019. Event - corrected to reflect that there was a trach tube change out. The report now reflects that medical intervention was required in order to preculde serious injury. Type of reportable event - type of reportable event changed to serious injury.

Manufacturer narrative:
Device evaluation: sample received by shm: the returned sample consists of one product, p/n 100/860/090 l/n unknown; the returned sample was received in used condition without its original packaging. During visual inspection no discrepancies were found. During functional testing a leak was detected in the pilot balloon. Production performs a 100% in process inflation test to the cuff and visual inspected that cuff has no ragged edges. Quality takes a sample using an aql 1.0 and level inspection gi, in order to ensure that cuff is properly inflated. Customer reported condition was confirmed, the most probable root causes are: wear of the rubber used in the fixture for the printing of the inflation line and or lack of detection by production personnel.